Event description:
On 04/26/2008, a company rep reported that the pt was having issues with his infusion device. Upon follow up with the pt, he stated that on the day prior, he inserted an insulin cartridge in the infusion device for the first time and later in the evening, he noticed moisture in the cartridge compartment. He dried the moisture from the infusion device and inserted a new insulin cartridge and once again he noticed moisture in the cartridge compartment. He then placed the cartridge into his backup infusion device and had no further issues with insulin leakage. He stated that he believes the piston rod of the primary infusion device is "crooked" and was causing insulin to leak from the cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.